Event description:
It was reported that the device fails accuracy by (B)(4). The event happened during testing. There was no patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Investigation is still in progress.

Manufacturer narrative:
D9: date returned to mfg.: 7/9/2025. H3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "the device fails accuracy by +6.30%¿ was not confirmed through any testing. Ran delivery accuracy test three times. All three values are within specification. As such there were no repairs conducted to resolve the reported complaint. The investigation found the downstream occlusion (dso) seal separating from the chassis and was replaced. Performed downstream occlusion (dso)/upstream occlusion (uso) sensor calibration. Updated software and unit reset to standard configuration. The device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.